Event description:
N/a.

Manufacturer narrative:
After further review, an final emdr for this complaint ((B)(4)) was incorrectly submitted. As this complaint is duplicate of (B)(4), making it non-reportable to the FDA. As a result, emdr is not necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
Complaint (B)(4) is being cancelled as it is not a valid complaint. This was duplicate of (B)(4). Please refer to the response from the fst in the core information tab under the communication section of this complaint for reference.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardio save intra-aortic balloon pump (iabp) initially displayed a 'gas loss' alarm, which was later followed by an 'autofill failure' message. No harm reported.

Event description:
N/a.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This duplicate complaint was created in error making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.